Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. At 11:00am the patient had a blood glucose result of 32.7 mmol/l on the aviva system. The patient experienced elevated blood glucose symptoms. The patient attempted to self-treat with boluses. The patient retested her blood glucose every hour and the results were "hi" mmol/l, which on the system indicates a result in excess of 33.3 mmol/l. At 7:00pm the patient went to the hospital. At the hospital, the patient's blood glucose level was hi mmol/l with ketones of 16. The patient was diagnosed with diabetic ketoacidosis, and was treated with an IV of insulin. At the time of the report, the patient was still hospitalized, it is unknown when they will be discharged. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.